Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that a (B)(4) reload was received with the right gripping surface broken off. The reload was received unfired and swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please provide more details for ¿small section snapped offside¿? No. Could you please specify if issue is related to carton box, tyvek, plastic/blister, packaging seal, o physical device? The contact at the hospital believes it was the device itself, plastic part. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? As above if the issue found is related to reload, please provide more details for damage found? As above could you please provide a picture (if available)? No, device already collected for returned for investigation. Could you please clarify if there were any patient consequences? Not used on patient, therefore no patient adverse reported. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, small section snapped off side, noticed upon opening/before use on patient. Stapler not loaded yet.